Manufacturer narrative:
(B)(4). The analysis results found that the devices (a and b) were returned in good visual condition. Upon evaluation of the devices, the duckbills were found to be slightly open at the slit. A leak test was performed and the devices were noted to leak during insertion and removal of the test probe through each device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The device does not have an obturator. The obturator is the piece of the trocar that has the batch stamped. No batch numbers were available; therefore, we were unable to check manufacturing records for any related non-conformance. The analysis results found that the device (c) was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The device does not have an obturator. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformance. Device c additional information: batch # unk; expiration date: unk; manufacturing date: unk.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, leakage from trocar was found after instruments had been used, leakage was found both with and without instrument at place in trocar. It is unknown how the procedure was completed. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: no leakage or noise did exist when just inserting the trocars. It was when they used the first instrument the problem came up. When the instrument (5 mm) where taken out from the trocar a whistling sound came up and didn't end if they did not nudge / snap on the trocar with the finger, then the seal in the trocar jumped back to the right position and the noise disappeared. Were any noises heard such as whistling or hissing? Yes. If so, did the noise prevent insufflation? Please describe the noise. When there was a noise, the trocar was leaking. The noise was wheezing and whistling. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Not in this case. What was the gas consumption rate or volume (liter/minute)? About 300 liter. Were you able to identify where the leak was coming from? From the opening of the trocar. Was a device inserted in the trocar during the leaking? If so, what device? The problem only came up when 5 mm instrument where used, all kind of 5 mm instrument. When 10 mm or 12 mm instrument were used there were no problems. Was any torque being applied to the trocar or device? Unk.